Event description:
It was reported the patient had a retroarc sling implanted on (B)(6) 2014. On (B)(6) 2014, the patient experienced de novo abnormal uterine vaginal bleeding. The patient had bright red blood with a small quarter sized blood clot in a pad. The event resolved on (B)(6) 2014. No further patient complications were reported in relation to this event.

Event description:
Additional information received indicated the event was resolved on (B)(6) 2014.